Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked connector at lcd board. Rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test weren't performed due to unresponsive buttons. The device had cracked case at display window corners, cracked belt clip slot, and minor scratches on the lcd window.

Event description:
Customer's daughter reported via phone call, the insulin pump continues to alarm no delivery. They were attempting to turn of the device and it they are unable to. Customer has already disconnected from the device and has reverted to her back up plan. Customer's blood glucose was unknown. The esc button on the device is not working. Customer was attempting to put in the blood glucose and it alarmed no delivery and wasn't able to clear the alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's daughter agreed to return the device for analysis.